Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation could not be confirmed. The device evaluation found the light cover glass was chipped, the adhesive on the light cover glass was worn, the optical cover glass was chipped, the adhesive on the optical cover glass was worn, the distal end adhesive was worn, the insertion tube showed signs of were, the control body¿s aspiration housing ring was worn, the light guide tube was damaged, the scope connector showed signs of water damage, the up, down, right, and left angulations were out of specification, and the up/down lock was not holding. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope was producing an e117 optical module error. The issue was found during regular maintenance of the device. Inspection and testing of the returned device found an e315 error, indicating a problem which prevented an image from being produced. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely error code e315 occurred due to water invading the scope connector while the user was handling the device which led to abnormality of electronic parts. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿ when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.